Event description:
Contrast in the multi-patient medrad set up was noticed to be cloudy in appearance. There were only 4 cases in less than a 10 hour period. Five cases can be done in a 10 hour period as recommended by company. Possible faulty syringe due to the contrast hardening and turning cloudy on the end of tubing that leads to the syringe, the other end of the tubing from the bottle was still liquid. No patient was affected.